Event description:
Female patient undergoing total abdominal hysterectomy, bilateral salpingo-oophorectomy, and radial debulking staging. The covidien lds powered stapler device quit working after seven uses. There was a slight delay to the case to obtain a new device. There was no harm to the patient.